Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the nozzle could not be identified and the root cause of the issue could not be determined, as there was no deformation observed that might result in the retention of foreign material. The facility device reprocessing could not be confirmed to have been implemented in accordance to the device IFU. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿. ¿inspection of the endoscope¿. ¿8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. ¿inspection of the objective lens cleaning function¿. ¿1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens¿. Reprocessing survey info: the device was cleaned, disinfected, and sterilized before being sent to olympus. Olympus will continue to monitor field performance for this device.

Event description:
Additional information provided by the customer". The event occurred/was observed during reprocessing. The procedure/intended procedure was for and unknown diagnostic procedure.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the amount of water and water supplied was insufficient; due to clogging of the air/water nozzle, due to handling (insufficient cleaning/vinegar), due to insufficient cleaning. The air and water nozzles were clogged and the draining function was reduced. The bending angle was insufficient; due to the elongation of the angle wire. The play of the angle knob was out of the normal state; due to the elongation of the angle wire. The flexible tube of the insertion section was crushed, wrinkles in the insertion tube. The suction cylinder was scraped; due to external factors. The forceps plug cap had been scraped off, and scratches were found on multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer), that the evis lucera gastrointestinal videoscope had air and water flow issues from the flow system. Poor air and water supply. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted, that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.